Event description:
The article, "twenty-year follow-up after patent foramen ovale closure in patients with paradoxical embolism", was reviewed. This research article was a retrospective single-center experience to evaluate the 20-year clinical outcomes following patent foramen ovale (pfo) closure in patients with pfo-associated embolism. The devices included in the study were amplatzer pfo, premere, and amplatzer asd. The article concluded that transcatheter pfo closure sustained very long-term safety and efficacy, with less than 1% rate of recurrent stroke events. However, bleeding events occured in about 1 in 10 patients and were more frequent in woman and in patients under long-term antithrombotic therapy. [The primary and corresponding author was josep rodes-cabau,,québec heart & lung institute, laval university, 2725 chemin ste foy, québeccity, qcg1v4g5, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca.] This study included patients who had pfo closure for cryptogenic stroke, transient ischemic attack, or peripheral embolism from 01 january 2006 to 31 december 2016. A total of 130 patients were included in the study, of which 90.8% (118) received an abbott device. The average age was 46 years. The majority gender was female. Comorbidities included hyperlipidemia, hypertension, diabetes, migraine, deep venous thrombosis, pulmonary embolism, thrombophilia, stroke, transient ischemic attack, and peripheral embolism.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including hyperlipidemia, hypertension, diabetes, migraine, deep venous thrombosis, pulmonary embolism, thrombophilia, stroke, transient ischemic attack, and peripheral embolism. Complications reported included patient device interaction problem (residual shunt), stroke, pulmonary embolism, transient ischemic attack, bleeding, atrial fibrillation, heart failure, tachycardia, atrial flutter, hematoma, headache, surgical intervention (permanent pacemaker), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: twenty-year follow-up after patent foramen ovale closure in patients with paradoxical embolism b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.